Event description:
It was reported that the in-office battery measurement reported a low value. The device is still in use. No further patient complications reported as a result of this event.

Event description:
Asku.

Event description:
It was reported that the in-office battery measurement reported a low value. It was subsequently reported an elective replacement indicator was triggered. The device was explanted and replaced. No patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated. On (B)(6) 2010, the battery voltage with telemetry was 2.61v and the daily measurement was 2.9v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated. On (B)(6), 2010, the battery voltage with telemetry was 2.61v and the daily measurement was 2.9v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): analysis of the device is in process; the results will be forwarded when available. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated. On (B)(6), 2010, the battery voltage with telemetry was 2.61v and the daily measurement was 2.9v.